Event description:
Boston scientific received information in may 2018 that this patient died on (B)(6) 2018. The cause of death was listed as "noncardiac". The boston scientific representative was not notified that this patient had died. There were no allegations of device malfunction that may have caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was thought to not be capturing in the right ventricular (rv) chamber. No patient symptoms were reported. This product remains in-service.